Manufacturer narrative:
From the info provided, it is difficult to ascertain how the product was used/stored in between uses. Samples was received and reviewed (by the distributor). Lot info was not on package and appeared to be rubbed off. There appeared to be a small channel in the seal area, which was the probable cause of the leakage. It is not clear how the product was stored/used prior to issue. Team will continue to monitor for any future complaints related to this issue. We have not been able to gather add'l info. This is considered a final report.

Event description:
Customer stated item was purchased a little over 1 year. She stated about 1 month ago ((B)(6) 2010), the product burst and got on her skin, on her right leg. She stated area was a strawberry color. She washed area with soap. There was no medication applied to area. Customer stated area was 4 x 2 inches. Now area has turned a brownish color.